Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a distal femoral fracture became displaced when three (3) variable angle locking screws backed out of a variable angle condylar plate. The initial distal femoral stem prostheses procedure for a peri-prosthetic distal femur fracture took place on (B)(6) 2015. It was reported that the patient, who was described as ¿very obese,¿ mobilized early postoperative. An x-ray taken on (B)(6) 2015 confirmed the displaced fracture and showed the backed-out screws. A revision procedure to the knee stem occurred on (B)(6) 2015. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Event date: unknown. Additional product codes for this report include hrs and hwc. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.